Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to network issue. A technical support specialist followed the ka 000015429 (medstation es - password/user ID authentication slowness - crl server blocked by firewall) and stated that the hospital information technology whitelisted the url to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system was still logging in slowly after the 1.8 upgrade. The customer reported that they received complaints from the users that the anaesthesia devices were also slow. There was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.